Event description:
Caller alleged discrepant results compared with lab. Results are as follows: date: (B)(6) 2013, inratio: 3.8, lab: 6.9; (B)(6) 2013, 1.6, 2.1. Time: tests were taken within 15 minutes of each other.

Manufacturer narrative:
Data analysis performed on inr results provided by customer. Reviewed retain testing on lot 289505 observations discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 3.8, reference = 6.9, mean = 5.35. The mean was >5.0 and the difference between the two inr values was greater than 2.2.. These results were considered inaccurate within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 1.6, reference = 2.1, mean = 1.85, confidence limits = 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 289505 on (B)(6) 2013. Results as follows: donor: (B)(6), inratio: 3.4, inratio: 3.8, reference: 3.38, bias threshold: 2.38-4.38, %cv: 11.76; 231, 2.4, 2.3, 2.6, 2.62, 1.62-3.62, 6.28. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Investigation conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria but did meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). No further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time.